Manufacturer narrative:
Results: the pet lock on the proximal end of the ruby coil introducer sheath was intact. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The stretch resistant (sr) wire was fractured and the coil was detached from the distal detachment tip (ddt) of the pusher assembly. The coil was stuck inside the introducer sheath. The proximal constraint sphere was stuck inside the ddt. Conclusion: the complaint has been evaluated. The initial complaint indicated that during the procedure the ruby coil was withdrawn from the microcatheter, into the introducer sheath, in order to reposition the microcatheter in the body. Difficulty was experienced advancing the ruby coil out of the introducer sheath. Evaluation of the returned device revealed that the ruby coil sr wire was fractured and that the coil was stuck in the proximal end of the introducer sheath. This damage likely occurred due to withdrawing the ruby coil into the introducer sheath, beyond the friction lock. The friction lock has an inner diameter that is smaller than that of the rest of the introducer sheath, and is meant to seat on the mid-joint of the pusher assembly. If the ruby coil is withdrawn beyond this friction lock with force, it is likely that the coil sr wire will become fractured. In addition, once the pusher assembly mid-joint is withdrawn beyond the friction lock, it becomes very difficult to advance the ruby coil again. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. The physician retracted the ruby coil into the introducer sheath and sat it aside in order to reposition the px slim delivery microcatheter (px slim) in the patient. However upon attempting to advance the ruby coil through the px slim, the physician noticed that the ruby coil was stuck and unable to advance. The procedure successfully continued using new ruby coil and the same px slim. There was no report of an adverse effect on the patient.